Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g1, g3, and h10. The complaint allegation was confirmed. Because of the hazardous conditions, the evaluation of the device was made by picture. The attached picture's evaluation confirms the complaint allegation. The ablator's active electrode face was detached from the ceramic insulator, and the tip was also burned. The most likely cause of the reported failure is a user error. According to dfu-0242 at revision 0. E. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tip of the device broke. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.